Event description:
On (B)(6) 2013 the reporter contacted animas alleging that the pump keypad ok button is taking 5 to 6 hard pushes to get it to respond. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the issue remained unresolved at the time of trouble shooting.

Manufacturer narrative:
The pump has been returned to animas but evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 10/24/2013. Device evaluation: the device has been returned and evaluated by product analysis on 10/14/2013 with the following findings: the keypad was observed to be peeling at the ok button. The up, ok, & down buttons had an intermittent response. The contrast button responded properly. The keypad was removed and contamination was observed under all of the button contacts. Unrelated to the initial complaint, the display screen was observed to be dim with a pink contrast when powered on. The dim display was removed and replaced with a new test display and then found to have normal contrast.